Event description:
Patient undergoing inguinal hernia repair when two separate ethicon endoscopic ligamax clip appliers failed to fire the clips needed to close the tissue. Both clip appliers were inspected and were taken out of service. Surgeon did obtain a third clip applier to finish the procedure with no further difficulties. No injury to patient with these two malfunctions.